Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77450-16 / lot: 9645082, dom: 18 sep 2012 exp: 18 sep 2015. (B)(4).

Event description:
Information received from the aspire prospective registry, subject: 107005. Treatment of a large unruptured saccular sidewall aneurysm measuring 14mm x 7mm located in the right ica (internal carotid artery). The patient presented with neurological symptoms of dizziness, nausea, and vomiting. The patient was on aspirin and plavix prior to the procedure and given heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines (4.50mm x 20mm and 4.50mm x 16mm). During the procedure, it was reported balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipelines in order to achieve full wall apposition. Post procedural imaging showed complete occlusion. No further treatment was required and no adverse events were reported. On (B)(6) 2013, the patient was discharged. As of the last follow up (date not reported), angiogram revealed the aneurysm was completely occluded and no adverse events or symptoms were reported. No patient injury was reported as a result of the procedure.